Event description:
A customer observed elevated pt results and positively biased quality control levels while using lot 1110 of the troponin I assay. One pt was admitted to the hosp. Elevated results of the magnitude obtained may lead to inappropriate physician action. There were no results reported and no report of pt harm as a result of this event.